Event description:
It was reported that during the subarachnoid hemorrhage embolization procedure, the physician delivered a microcatheter to the left anterior cerebral artery a2 segment with a guidewire to deliver the subject stent. The physician felt resistance while transferring the subject stent from introducer sheath to the microcatheter. After two tries the subject stent was pushed out of the sheath. He tried to retract the delivery wire but the subject stent deployed prematurely inside the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the sdw was kinked to the distal end. The tip of the introducer sheath was intact. The stent was deployed from the microcatheter and noted to be deformed. The microcatheter shaft was noted to be kinked. Functional test was not performed as the stent had been deployed. A patency mandrel was advanced proximally through the xt-17 microcatheter and the stent was pushed out proximally from the microcatheter and deployed in the hub. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events can be confirmed, as the damage noted to the returned device is indicative of the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that, after delivered the stent from introducing sheath to go into the microcatheter, resistance was encountered and after two tries the stent was pushed out from introducing sheath. The operator tried to retract the delivery wire, but the stent was deployed inside of microcatheter instead of retracting back to sheath. Additional information received from the customer indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The patient¿s anatomy was described as 'moderately tortuous'. The device was returned and the sdw was noted to be kinked, the stent was returned deployed within the microcatheter and was noted to be deployed once removed, confirming the reported event. It is probable that the stent was deformed as a result of the difficulty experienced in transferring the stent into the microcatheter and causing the subsequent resistance and premature stent deployment within the microcatheter. An assignable cause of procedural factors will be assigned to the as reported ¿stent deployed prematurely during use¿, ¿stent difficult/unable to advance or pullback through catheter¿ and ¿stent difficult/unable to transfer¿ and to the as analyzed ¿sdw kinked/bent¿, ¿stent deformed¿ and ¿stent deployed prematurely during use¿, as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during the subarachnoid hemorrhage embolization procedure, the physician delivered a microcatheter to the left anterior cerebral artery a2 segment with a guidewire to deliver the subject stent. The physician felt resistance while transferring the subject stent from introducer sheath to the microcatheter. After two tries the subject stent was pushed out of the sheath. He tried to retract the delivery wire but the subject stent deployed prematurely inside the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.